Event description:
It was reported that during follow up, it was found that the device delivered inappropriate hv therapy due to an svt episode that was misdiagnosed as vt. Programming changes were made. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.